Event description:
It was reported that the patient experienced ineffective therapy. One of the leads migrated. As a result, surgical intervention was undertaken wherein the lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.